Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem reported symptom of "us occ alarm." Was not reproduced. A review of event history log revealed upstream occlusions are present. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor calibration values. The ultrasonic calibration requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.